Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes and successfully charged the pump. The customer¿s blood glucose was approximately 100 mg/dl. The customer continued using the pump for insulin delivery.